Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (dft315-615) that is sold in the united states under (PMA/510(k) # (p930014). A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of intraocular lens (iol) came out with scratches on the optic during injection. The hospital did not exchange the iol, as they said they would wait and see.